Event description:
The physician reported that the protege everflex stent appeared to be elongated. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.